Event description:
Patient fell resulting in a peri prosthetic fracture.

Event description:
Patient fell resulting in a peri prosthetic fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.

Manufacturer narrative:
(B)(6). An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
Patient fell resulting in a peri prosthetic fracture.